Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery died about a month ago. The reporter noted that there was a low battery and that when the patient checked the ins about a month ago, a battery lying on its side appeared on the screen. It was noted that the patient thought she saw a low ins battery screen. It was reported that the patient had no stimulation sensation which started about a month ago and reported a loss of therapeutic effect. The reporter noted that the patient at the time of the report had a urinary tract infection (uti) that started about a week prior to the report. It was noted that prior to having the device, the patient had frequent uti¿s, and since having the device implanted, it had been reduced to only 3 uti¿s in 3 years. The reporter noted that the patient had been implanted to treat urinary retention and the therapy had been effective for her. It was also noted that the patient had a poor communication screen on the patient programmer when attempting to sync with the ins. The reporter noted that when attempting to sync with the ins, the patient programmer screen would ¿flicker.¿ at the time of the report, the patient programmer was not flickering. Additional information requested but had not been received as of the date of this report.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was the battery in the implantable neurostimulator (ins) had depleted (¿died¿). Hospitalization was not required for the event. The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# v535750, implanted: 2010 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4).